Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. 10-30 minutes post procedure it was discovered that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained fluid from the patient. The effusion resolved and the patient made a full recovery from this event. The patient has since been discharged from the hospital with no other complications or consequences.